Manufacturer narrative:
The customer¿s report of a system error was not confirmed. The pcu event log review identified that channel disconnections caused a communication loss to the 4 attached modules; power was still provided and the devices were infusing. The user confirmed the disconnection and powered down the system from the pcu. Visual inspection of the returned pcu showed cracks on the front and rear cover. The male and female iuis were both observed with dried fluid residue and contamination. Testing performed on the returned pump modules and pcu failed to replicate a channel disconnection. The cause of the reported event is believed to be a channel disconnection. The root cause of the channel disconnection could not be determined.

Event description:
The customer reported that during the primary infusions of cardene 100 mg/100 ml, insulin 100 unit/100 ml at 4.5 units/hr, fentanyl 2000 mcg/100 ml at 120 mcg/hr, and propofol 1000 mg/100 ml at 40 mcg/min, a system error alarm occurred and the devices shut down. There was no patient harm.

Event description:
The customer reported that during the primary infusions of cardene 100 mg/100ml, insulin 100 unit/100ml at 4.5units/hr, fentanyl 2000 mcg/100ml at 120mcg/hr, and propofol 1000 mg/100ml at 40mcg/min, a system error alarm occurred and the devices shut down. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a system error was not confirmed. The pcu event log review identified that channel disconnections caused a communication loss to the 4 attached modules; power was still provided and the devices were infusing. The user confirmed the disconnection and powered down the system from the pcu. Visual inspection of the returned pcu showed cracks on the front and rear cover. The male and female iuis were both observed with dried fluid residue and contamination. Testing performed on the returned pump modules and pcu failed to replicate a channel disconnection. The cause of the reported event is believed to be a channel disconnection. The root cause of the channel disconnection could not be determined.